Event description:
Patient had been receiving taxotere infusion for approximately 15 minutes when he reported his shirt felt wet. The tubing was found to be leaking just above the location where it was connected to the saline line.